Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. It is likely a posterior needle to cuff miss (suture retrieval issue) occurred. The ejected and bent posterior needle tip indicates the tip likely missed the cuff and struck the foot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a percutaneous coronary intervention (pci) procedure using an 8f sheath. Reportedly, an unspecified device issue occurred with four prostyle devices. The sheath was replaced. The final method of achieving hemostasis was not reported. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.